Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an atrial-driven arrhythmia which was treated with antitachycardia pacing (atp) and then a cardioversion shock, which accelerated the ventricular rate where a defibrillation shock was received. The device was noted to be functioning as programmed, and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.